Event description:
The hospital reported that a t.w. Power supply s/n (B)(4) used for an endoscopic vein harvesting procedure wasn't working.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device not returned.